Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas alleging blood glucose levels as high as 23.6 mmol/l with symptoms of lethargy and increased thirst. The reporter indicated running a -30% temporary basal rate for a few weeks and indicated that a health care professional had decided to adjusted the actual basal rates to be 30 % less than the original rates; the reporter stated that since the adjustments, blood glucose levels were running as high as 23.6 mmol/l but would return to normal when running the original rates with a temporary -30% rate. The reporter was advised that the temporary rate of -30% should be the same rates as the normal basal rates adjusted to be 30% less than the original program. The reporter was advised to discuss the need for settings adjustments with the health care provider however the reporter indicated believing that there may have been an issue with the pump delivering erroneously. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump may have been delivering erroneously.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the complaint of inaccurate delivery could not be duplicated or confirmed with investigation. A review of the pump¿s black box data revealed no issues or alarms related to the complaint. The total-daily dose values recorded properly reflect the user programmed basal rate. The pump successfully completed a prime sequence and 24-hour exercise test without issue. A flow accuracy test revealed the pump¿s insulin delivery accuracy was within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.